Event description:
0n 2/25/97, pt presented to clinic for scheduled appointment. Intermittent ventricular-noise reversion resulting in episodic atrial and ventricular pacing, no sensing/pacing seen; persisted despite programming changes. Pt scheduled for ventricular-lead repositioning due to very high thresholds and possible pacemaker replacement on 3/13/97 both generator and ventricular lead replaced. Relationship between ventricular-noise reversion and ventricular-lead is undetermined.